Manufacturer narrative:
During attempts to treat a lesion in the left main coronary artery (lm), the 3.0 x 18mm cypher select stent dislodged and was retrieved without injury to the patient. Another stent was used to complete the intervention. Indication for the initial evaluation is unknown. Angiogram revealed multi-vessel disease. The target lesion was pre-dilated and this device was one of two stents that reportedly failed to cross the lesion. The safety and effectiveness of the cypher select stent has not been established for use in an unprotected lm. However, there are no lesion characteristics provided. The catheterization record does not provide any details regarding how or when the dislodgement occurred. The device was not returned for analysis. A device history record review was conducted and the product met quality requirements for product acceptance. Conclusion: based on the available information, it is not possible to determine what factors might have contributed to the stent dislodgement. This file has been re-access as per the similar device reportability criteria implemented by cordis corporation on 12/15/2006. The MDR determination has changed from not reportable to a reportable event, as the device is considered to be similar to the united states product cypher sirolimus-eluting coronary stent. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The following report was received from the affiliate: during a coronary intervention while the physician was performing a pre-dilatation, he wanted to deploy a 3.0 x 18mm cypher in the left main and the stent dislodged. The cypher stent was retrieved from the patient and the target lesion was treated using an endeavor stent.